Event description:
Decrement test field action issued by abbott on 10 march 2022.

Event description:
Related manufacturing reference number: 2017865-2021-31234. It was reported that the patient presented for an implant procedure. During capture threshold testing, the user released the button to terminate the testing as expected, however, the device continued to decrement, resulting in a loss of capture. No asystole occurred. It was also noted that the programmer exhibited bluetooth telemetry issues. Once the programmer was rebooted, telemetry was re-established. During the procedure, it was noted that the right ventricular lead exhibited loss of capture due to lead dislodgement. The lead was successfully repositioned on (B)(6) 2021. There were no patient consequences.